Event description:
It was reported that the ll vlv adpt(stand alone) experienced device damage, and leakage. The following information was provided by the initial reporter: the patient was admitted to the hospital due to "cerebral infarction". When injecting drugs for nutrition nerves intravenously according to the doctor's instructions, a needle-free sealed infusion connector was used. A leak was found at the infusion connector. After inspection, the infusion connector was cracked. After discovery, the infusion connector should be replaced in time.

Manufacturer narrative:
H6: investigation summary a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20056226. Additional information provided by the customer indicates that the product was connected to a suyun infusion set, and drug leaked from the damaged smartsite at the start of infusion. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20056226 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the smartsite product. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced device damage, and leakage. The following information was provided by the initial reporter: the patient was admitted to the hospital due to "cerebral infarction". When injecting drugs for nutrition nerves intravenously according to the doctor's instructions, a needle-free sealed infusion connector was used. A leak was found at the infusion connector. After inspection, the infusion connector was cracked. After discovery, the infusion connector should be replaced in time.